Event description:
It was reported that the device entered backup mode with no telemetry following a magnetic resonance imaging (MRI) scan. The cause was suspected to be due to not reprogramming the device to MRI mode prior to MRI exposure. Abbott technical support was contacted, and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.